Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. This device does not have an expiration date. Result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5161390. Conclusions - with regards to needle breakage, a common cause is re-use. As there was no actual sample returned for evaluation, the customer's complaint could not be confirmed. An absolute root cause for this incident cannot be determined.

Event description:
The consumer states that after he injected his dose of insulin into his stomach using the bd ultra fine insulin pen needle, he noted that the needle had detached from the hub. The consumer thought the needle had stayed in the injection site. He went to the hospital where he had an x-ray taken but the needle was not detected. The customer now assumes that the needle fell to the floor. He states that he injects straight into his site and the device was not reused.